Event description:
Two pts (at least) underwent anterior cervical fusion. After discharge and weight-bearing at home, follow-up CT scans show fracture of bone implants. These fractures may require add'l surgery.

Event description:
Two pts (at least) underwent anterior cervical fusion. After discharge and weight-bearing at home, follow-up CT scans show fracture of bone implants. These fractures may require add'l surgery.